Event description:
The patient reported that her backup insulin infusion device has a fragmented display screen. She stated that she can see some characters but nothing on the screen is clearly legible. She said the middle of the numbers are blank and she can't read them. The patient was instructed to take the power pack out and check the lot number and expiration date. The power pack was a corrected battery. The patient was advised to use her alternate method of insulin therapy until she receives a replacement device. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.